Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture detachment during knot advancement may include, but are not limited to, tensioning angle not coaxial, pushing more than tensioning the rail limb, use of forceps. However, the reported difficulty advancing the device appears to be related to operational context related to interaction with the patient anatomy. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an interventional carotid artery stenting procedure with a small-bore sheath. Blood backflow was noted to be weaker than usual, and it was judged that the device was not positioned correctly, and further advancement was attempted. Reportedly, the tip of the device caught on a stenotic lesion located near the bifurcation of the internal iliac artery, preventing deeper advancement. Although the blood backflow remained weaker than usual, the lever was raised and the plunger was deployed. During knot advancement with the knot pusher, the suture reportedly broke. The prostyle device was discontinued, and manual compression was applied to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.